Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that during implant, electrode 1 noted to be an open circuit. Several attempts were made intraoperatively to clean and reinsert without resolution. The determination was made to leave the lead implanted as that particular electrode was not in the field of desired stimulation coverage. No further complications were reported/anticipated.